Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified adverse event occurred. The patient almost life-threatening event because of dexcom. The patient declined to provide additional details. Although attempts to follow up with the patient for additional event details were made, contact was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.